Event description:
It was reported patient experienced discomfort at the ipg site. Surgical intervention was undertaken on (B)(6) 2024 to reposition the ipg site, providing therapy post-op.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.